Event description:
Pt had cardioverter defibrillator implanted approximately 3 years ago. The battery was found to be completely depleted and not able to be interrogated. The ICD generator was replaced and temporary transvenous lines were placed, then removed.